Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that one of four units, "might have been caught in a fire." Customer unable to provide a detailed description of the event. Reported the devices were plugged in at the time of the event and there was smoke, possible fire. There was no patient involvement as the devices were not in a patient room at the time. No property damage was reported. As the customer tried to retrieve data from the devices, they were unable to due to error 133.6090.